Event description:
In 2002, the patient reportedly slipped on a wet floor and fell, hitting their head in the area of the implant. Unable to break their fall, the patient's head took the full impact of the fall. The patient had immediate swelling in the implant area and was not able to obtain lock with their device. The patient was seen at the implant center for device evaluation. The surgeon recommended that the swelling be given some time to resolve. Two days later, the patient was seen again at the implant center. External equipment was exchanged. However, the device was unable to link. Further testing performed confirmed that the device was no longer functioning. The device was explanted. The patient was reimplanted with another clarion device.